Event description:
The customer was hospitalized for dka. The customer did not have back up plan. In addition, the cusotmer did not observe the two high bg rule. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test also was completed and the insulin exited.